Manufacturer narrative:
The architect c8000 processing module service history review revealed no additional tickets associated with smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with the arc printer 110v did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial number c804481 or the arc printer 110v was identified.

Event description:
The customer observed visible smoke coming from the architect c8000 processing module printer while it was troubleshooting the printer jams. The power was removed from the printer and no signs of fire was observed. The customer stopped using the printer and mentioned the smoke was small and temporary and limited to the printer. No impact to patient management or impact to user safety was reported.

Event description:
The customer observed visible smoke coming from the architect c8000 processing module printer while it was troubleshooting the printer jams. The power was removed from the printer and no signs of fire was observed. The customer stopped using the printer and mentioned the smoke was small and temporary and limited to the printer. No impact to patient management or impact to user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.